Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 445 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer stated that they went to bolus and the button did not respond only the back light was working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.